Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months after being implanted, the implantable cardiac monitor (icm) popped out of the patient while at home. The patient was implanted with a replacement device. No patient complications have been reported as a result of this event.